Event description:
Patient called stating she had a left hip replacement done on or about (B)(6) 2007 and was revised on (B)(6) 2019 due to elevated levels of cobalt in her blood. Patient would like to know if her primary implants were part of a recall. Update: patient is seeking compensation for her suffering.

Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Device not returned.

Manufacturer narrative:
Reported event: an event regarding wear/ metallosis and abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports the failure of a left total hip replacement due to elevated ion levels. I can confirm that this event took place since I was able to review office and hospital notes and the revision operative report. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of elevated ion levels are multifactorial including surgical technique factors, patient factors and implant factors. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's hip was revised due to elevated levels of cobalt in her blood, trunnion wear and metallosis. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Patient called stating she had a left hip replacement done on or about (B)(6) 2007 and was revised on (B)(6) 2019 due to elevated levels of cobalt in her blood. Patient would like to know if her primary implants were part of a recall. Update: patient is seeking compensation for her suffering. Updated on 24 mar 2022 per medical review: "[...] There is in operation note present dated november 18, 2019. [...] The postoperative diagnosis was 'recall left total hip with increased metal ions with no significant trunnion damage but some metallosis.' [...] The surgeon describes 'a little bit of gray material' and some fluid in the hip. He also describes some wear at the trunnion, but there was no destruction and the integrity was maintained.' [...] There are office notes from the dr. Which document that her cobalt levels had "jumped". The patient was not symptomatic. [...] "